Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and the malfunction code did not recur. The customer may continue to use the pump and was instructed to call back if the malfunction recurs.